Event description:
It was reported that in the pt's room, the extension line and hub were found separated causing medical solution to leak. As a result, the catheter was removed and a new kit was opened and the catheter was replaced w/o issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.